Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This lead was explanted. Additional information was received stating that the leads would not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.